Event description:
It was reported that while using the ilet, the user experienced persistent hypoglycemia after a low-glucose alert despite treating with oral glucose tablets and juice; the user later lost consciousness with a recorded nadir of 43 mg/dl and had prior elevated glucose up to 230 mg/dl, with possible stacking from a system-delivered correction dose and a subsequent meal announcement; the user was transported to an emergency facility and treated with intravenous glucose, then discharged and reconnected to the ilet. Symptoms included hypoglycemia, loss of consciousness, confusion/disorientation, shaking/tremors, and diaphoresis. Outcomes included serious illness/impairment and unexpected medical intervention requiring medication. Investigation included communication with the user and analysis of information provided by the user or third parties. Investigation of this case revealed no findings due to insufficient information, and no specific device problem or component issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial